Event description:
It has been reported to co that following the completion of an angioplasty procedure, the pt. Complained of chest pain. Upon examination blood clots were detected in the stent. A balloon was then inflated and as the physician attempted to manipulate the wire through the balloon, the wire broke off in the pt's coronary artery. Pt is stable and refuses any attempt to retrieve the wire.